Event description:
It was reported that the patient was being referred for prophylactic generator replacement due to ifi=yes on (B)(6) 2012. The patient had generator replacement surgery on (B)(6) 2012, and lead impedance following replacement was 3443 ohms per the operative report. There were no complications noted during the surgery. However, later on (B)(6) 2012, it was reported that the patient was scheduled to have lead replacement due to a "broken lead." The patient went into surgery on (B)(6) 2012, and the surgeon reinserted the pin into the connector block which resolved the high impedance. The impedance value was approximately 2100 ohms in the operating room after reinserting the pin. The generator and lead were therefore not replaced. Clinic notes for the patient's post-operative follow up appointment on (B)(6) 2012 revealed that the generator was not registering, which the company representative confirmed was in reference to the high impedance as limit/high was observed on this visit during a system diagnostics test. The clinic notes dated (B)(6) 2012 five days after surgery did not indicate any issues with the vns system. No trauma or manipulation was suspected to have contributed to the high impedance. No x-rays were taken prior to surgery. The generator that was explanted on (B)(6) 2012 is non-retrievable, per hospital policy.

Event description:
Since the impedance during diagnostics were within normal limits following generator replacement on (B)(6) 2012, it is likely the lead pin was not fully inserted into the replacement generator or inserted in such a way that intermittent contact was occurring. Therefore, no device malfunction was occurring with the lead.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently reported the likely cause of the event incorrectly.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.